Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s relative reported via phone call the insulin pump had a insulin delivery issue. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer¿s relative stated that the insulin pump delivered 0.3 unit of insulin out of the programmed 2.8 units of insulin. During troubleshooting it was confirmed that the insulin pump was suspended during the 2.8 unit insulin delivery. Customer's relative also reported that the customer had a high blood glucose of 400 mg/d and declined troubleshooting. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.